Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. A review of the complaint history did not identify a lot specific issue at this time. Based on the available information, the reported slda was due to procedural conditions. There is no indication of product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (00121u161) was successfully implanted without issues. To further reduce mr, a second clip (00122u111) was inserted and advanced into the left ventricle (lv); however, resistance was felt with the gripper lever. This resistance caused the clip to jump and become stuck in the chordae. Troubleshooting was performed, but during troubleshooting, damage was caused to the chordae and the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that the two clips did not come in contact with each other, but the damaged chordae caused the slda. The second clip was unable to be removed from the chordae; therefore, grasping was performed, and the clip was implanted on both leaflets in an unintended location. To stabilize the slda, a third clip was implanted, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.